Manufacturer narrative:
Approximate age of device - 2 years and 1 month. Manufacturer's investigation conclusion: the pump was not explanted and therefore was not available for evaluation. A correlation between the device and the reported head posterior left parietal hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had expired on (B)(6) 2018. The patient was reportedly admitted to the hospital on (B)(6) 2018 for balance disorder and undernutrition. Brain scan, bone scan, abdomen ultrasound, chest x-ray, blood tests were performed. The patient had a head posterior left parietal hemorrhage about 3 mm. Treatment performed included consultation neurology, gastroenterology, occupational therapy, speech therapy, nutrition, physiotherapy and palliative care. The cause of death was determined to be terminal heart failure, coronary disease and multi-organ dysfunction. The end of treatment took place on (B)(6) 2018. The system controller was disconnected once the medication was given (versed, morphine, scopolamine). No further information was provided.